Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was found that the stent was not secured on the balloon. The procedure was completed with an alternate device. There were no patient complications reported.